Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physical damage issue was reported with an abbott diabetes care (adc) device. Customer reported "broke sensor while opening the package" and was incapable of testing. As a result, customer experienced a loss of consciousness, seizure, and self-treated with baqsimi (glucagon) nasal powder (dose unspecified). Customer also reported having contact with a healthcare professional who provided third-party unspecified "emergency medication" for treatment. There was no report of death or permanent impairment associated with this event.